Manufacturer narrative:
The device history record of reported lot 4302201 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the product shrank by 3.5 mm already after 2-3 days, creating a gap between the inner and outer cannula, where mucus accumulated, which was difficult to remove and made breathing difficult. There was patient involvement but no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.